Manufacturer narrative:
(B)(4). Conclusion: actual box was received for evaluation. Visual inspection was performed. Artwork on both boxes and folders are correct. Packaging artwork was adapted by displaying two needles when a double armed product is inside.

Event description:
It was reported by the customer that suture box has different labeling. Evaluation of the product revealed the artwork on the box as well as the folders are correct. Packaging artwork was adapted by displaying two needles when a double armed product is inside.